Event description:
It was reported that prior to a pta treatment procedure, the air could not be removed from the talon balloon despite several attempts to displace the air using negative pressure. The talon balloon was used, but was exchanged for a symmertry balloon to complete the procedure.